Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was received but does not reflect the alleged device or alleged issue. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and failed due to perpetual rebooting on the receiver. A final functional test was unable to be performed due to perpetual rebooting on the receiver. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The reported customer complaint was confirmed. The root cause could not be determined.